Event description:
When the deltaplush cerecyte microcoil 2.5 mm x 6 cm (cpl10025630/g12698) was inserted into the sl-10 microcatheter (details unknown); the coil herniated out from the slit of the sheath. The coil was removed safely.

Manufacturer narrative:
When the deltaplush cerecyte microcoil 2.5 mm x 6 cm (cpl10025630/g12698) was inserted into the sl-10 microcatheter (details unknown); the coil herniated out from the slit of the sheath. The coil was removed safely. The coil was returned with severe proximal damage. The evidence strongly suggests that interference inside the microcatheter contributed to the coil herniating outside of the sheath. It cannot be determined if this interference was of a detached or fixed nature. The source of this interference is unknown. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Based on the information and the analysis, the event was confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.